Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not fit onto the pump. During troubleshooting with tandem's technical support, the customer pushed the cartridge shuttle back in place and successfully fit a cartridge onto the pump to resume insulin delivery. The customer's blood glucose level was 93 mg/dl.